Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found during analysis. The full lead was returned for analysis.

Event description:
It was reported that during an implant attempt, the physician "believed stylet shape has changed," the lead had unacceptable thresholds, and the physician was "not wanting to use lead." The lead and stylet were removed and not used. No patient complications have been reported as a result of this event.